Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the scope communication error code (e226) occurred, no image is displayed due to corrosion on plug unit. The most probable cause for foreign material on forceps channel port, plastic distal end cover and light guide lens was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited scope communication error code e226 and wasn't presenting an image. Additionally, there was foreign material discovered in the channel port, the distal end cover, and in the light guide lens. There was no patient involvement.